Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that ECG was not reading correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was returned to philips bench repair. The bench repair technician (brt) found that there was lots of interference and difficulty getting clear connection when using customer's leads/patient interface module (pim)/cable/clips. The brt tested the device with a known good lead/pim/cable, and there were no issues with ECG. The brt swapped the customer's leads with known good leads, and the customer's pim and patient data cable worked well, so the brt determined that the leads need to be replaced. The brt then used the customer's clips on known good leads/pim/cable, and there was lots of interference and difficulty connecting, so the brt identified that the ECG signal issue is caused by consumables (leads 989803151631 and clips 989803166031) as the pim and device were working well. The customer ordered new leads and clips, and the device was returned to the customer site. The brt clarified the issue to mean that there was "lots of interference and difficulty getting clear connection when using customer's leads/pim/cable/clips". This was determined to be a non-reportable issue. The ECG waveform is obviously poor, non-physiological and may display pacer spikes or noise possibly resulting in high or inaccurate measurements because the ECG signal is not optimized and does not represent the patient's rhythm. Clinicians will use additional means to assess patient condition when measurements are suspect.